Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided. The photo showed a monarch iii (d) cartridge o a table. The view was from the top. The photo was blurry making it hard to see details. A yellow lens was observed in the nozzle/tip area. It appeared to be damaged. No other determination can be made due to the poor clarity of the photo. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported during intraocular lens (iol) implant procedure, with a description of lens penetrated the cartridge.